Event description:
Related manufacturing reference number: 2017865-2021-30713. It was reported that the patient presented for routine generator change. During the procedure, it was noted that lead noise was exhibited by the right atrial and right ventricular leads. No interventions were reported. There were no patient consequences.